Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('mild fragmentation of the medial portion of the left fallopian tube insert / fragmented essure coil') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and hearing loss. Concurrent conditions included hot flashes, night sweats, colon cancer, fatigue, malaise, chest pain, morbid obesity, type ii diabetes mellitus, sleep disorder, tinnitus, anxiety, hemangioma, uterine enlargement, menopausal syndrome and hernia. Concomitant products included biotin, lisinopril, metformin hydrochloride (metformin hcl), paracetamol (acetaminophen), vitamin d nos (vitamin d) and vitamin e nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in arms and legs"), urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: recurrent uti"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinaryproblems or changes"), urinary tract disorder ("bladder or urinaryproblems or changes"), migraine ("migraine headache"), hypoaesthesia ("neurological conditions or problemstype: numbness in legs"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, pain in extremity, hormone level abnormal, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypoaesthesia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: after essure removal, injuries or symptoms resulted from essure decrease or resolve but not specified. The implantation of the essure into fallopian tube was scheduled, & in the around 2005, the essure coils was placed into fallopian tubes by physician. The patient had oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: result: total bilateral occlusion impression: bilateral fallopian tube sterilization inserts in expected location. There is mild fragmentation of the medial portion of the left fallopian tube inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: medical record was received. Event 'fragmentation of the medial portion of the left fallopian tube insert' 'fragmented essure coil' was added. Medical history and concomitant conditions were added. New reporters were added. Concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('mild fragmentation of the medial portion of the left fallopian tube insert / fragmented essure coil') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and hearing loss. Concurrent conditions included hot flashes, night sweats, colon cancer, fatigue, malaise, chest pain, morbid obesity, type ii diabetes mellitus, sleep disorder, tinnitus, anxiety, hemangioma, uterine enlargement, menopausal syndrome and hernia. Concomitant products included biotin, lisinopril, metformin hydrochloride (metformin hcl), paracetamol (acetaminophen), vitamin d nos (vitamin d) and vitamin e nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in arms and legs"), urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: recurrent uti"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinaryproblems or changes"), urinary tract disorder ("bladder or urinaryproblems or changes"), migraine ("migraine headache"), hypoaesthesia ("neurological conditions or problemstype: numbness in legs"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, pain in extremity, hormone level abnormal, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypoaesthesia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: after essure removal, injuries or symptoms resulted from essure decrease or resolve but not specified. The implantation of the essure into fallopian tube was scheduled, & in the around 2005, the essure coils was placed into fallopian tubes by physician. The patient had oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: result: total bilateral occlusion impression: bilateral fallopian tube sterilization inserts in expected location. There is mild fragmentation of the medial portion of the left fallopian tube inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine headache"), hypoaesthesia ("neurological conditions or problems type: numbness in legs"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure (ess205) was removed. At the time of the report, the pelvic pain, pain in extremity, hormone level abnormal, urinary tract infection, depression, bladder disorder, urinary tract disorder, migraine, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypoaesthesia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: after essure removal, injuries or symptoms resulted from essure decrease or resolve but not specified. The implantation of the essure into fallopian tube was scheduled, & in the around 2005, the essure coils was placed into fallopian tubes by physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Aka name added, reporter added, patient demographic added, essure insertion date updated, product indication updated. Events added- pelvic pain, leg pain, hormonal imbalance, recurrent uti, depression, bladder disorder, urinary tract disorder, migraines, numbness in legs, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss. Events severity and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.